Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported faulty speaker which was reproduced. Evaluation observed and found loose speaker and low speaker audio. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a faulty speaker. There was no known patient injury or medical intervention associated with this event. No additional information is available.